Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was no resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due to personal reasons unrelated to the cochlear implant, the recipient has elected to not proceed with revision surgery at this time. It is believed that the recipient experienced an in-situ failure. A review of the device history record noted rework. The recipient remains implanted. This is the final report.

Manufacturer narrative:
Correction: the device passed both the external and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed some resistors have corroded traces. It is believed that the failure of this implantable cochlear stimulator was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corroded resistive film material and the shift in resistance values of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.